Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they were just made aware that they had been sitting next to a machine that gives off a magnetic field and was concerned that magnetic field had affected their implant. Patient said the machine was an nmr machine and was told it gives off between 3-21.3 tesla magnets. Patient said now they had been having issues with their stimulator for about 3 weeks. Patient said the issue started with stimulation didn't feel the same as it usually did, so they thought they just needed adjustments. However now they were having a hard time charging and the device didn't always connect to the remote right away. Patient also said they would be sitting and the stimulation would feel like stim would get stronger or weaker randomly and automatically. Patient mentioned they had adaptive stim turned off. Patient said they noticed the battery pack area would get warm when they were sitting next to the nmr machine, almost like when they were cha rging. Agent consulted with tech, reviewed labeling on electromagnetic field devices and redirected patient to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.